Event description:
A us distributor reported that a patient's monitor case was damaged and was receiving a 105 service code (pulse test relay stuck).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105, damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, and damaging the j1001 connector on the ca board.   The root cause for the damaged receptacle was excessive force.  No adverse events occurred from the damaged monitor.